Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery needs to be replaced to address the issue. The device will be scrapped.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery needs to be replaced to address the issue. The device will be scrapped. No repairs were performed. Section h: component code grid was incorrectly reported, which is corrected in this report.